Event description:
It was reported that several weeks post implant the patient had to have a hemotoma evacuated. The device remains in use. No patient complications have been reported as a result of this event.